Event description:
Bipolar impedance range from 117 to 141 ohms. Two additional measurements at 561-573 ohms. Unable to capture at 8.1 v at 1.0 msec. Unipolar impedance ranged from 325-677 ohms. Oversensing and undersensing in unipolar and bipolar. Noise and non-cardiac signals are present on intra-cardiac electrogram in bipolar and unipolar.